Manufacturer narrative:
Other devices used: catalog #00-6600-015-21 anatomic hip stem lot #41655600 catalog # 00-6728-089-00 acetabular liner lot #45132500 this report is being amended to include the eval codes. Eval codes for section h6: the ceramic head has fractured. The thimble remains impacted on the stem taper. The ceramic cannot be dimensioned. The other measurable affected dimensions meet specification. 1. Is the event frequency addressed in product labling? No. 2. If "y", is event occrring more frequently than stated in labeling? Na. 3. If "n", is event occurring more frequently than usual for product? 4. Is the event severity addressed in product labeling? No. 5. If "y", is event of greater severity than usual for product? Unk. Data to determine labeled or usual rates of occurrence or severity is either unk or is not available. No additional info will be submitted without written request.

Event description:
Device fractured requiring surgery to remove and replace device.